Manufacturer narrative:
The intraocular lens (iol) was not returned for evaluation. No other complaints have been identified for this lot. There are no open nonconformances for this complaint type. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information available, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
It was reported that the patient presented 1 month post implant with blurred vision secondary to vault/z syndrome of the intraocular lens (iol) on the left (os) eye. During the one month post op appointment, the surgeon observed the inferior hinge tilted anteriorly and posterior capsule opacification was observed, but no capsular fibrosis or striae observed. The iol optic was free and clear of debris. No posterior capsule opacification had been observed at 1 week post-op. Yag was performed during the post op appointment due to moderate pc haze and lens vault. Prednisolone acetate x2 weeks was prescribed. Inflammation in the anterior chamber at 1 week was trace cells, quiet at 1 month. The patient¿s current prognosis is that the surgeon is considering an iol exchange, but nothing is scheduled at this time.

Manufacturer narrative:
Additional information: it has been reported the lens is not available for evaluation. The additional information received does not change the investigation findings submitted in the previous report.

Event description:
Additional information was received for this case. The patient experienced difficulty at night while driving and watching tv in the left eye (os) two months post implant, one month after the yag treatment. Symptoms were moderate and not successfully resolved by yag laser treatment, leading to disruption of daily activities. The diagnosis was z syndrome leading to resultant myopic astigmatism. A lens exchange using a monofocal lens of a different model and diopter was performed approximately three months post implant date on the left (os) eye. The patient has a good prognosis.